Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 400 mg/dl. Customer current blood glucose level was 417 mg/dl. Customer did not reported any symptoms due to high blood glucose level. Customer also reported insulin flow block alarm. Customer reported low battery alarm or short battery life. Insulin pump also had a replace battery now alarm. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.